Manufacturer narrative:
Event date- estimated date. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported as a general complaint that sometimes during use of proglide devices for arteriotomy closures of the common femoral artery using the pre-close technique prior to interventional procedures, the non-abbott guide wire was not able to be re-inserted through the guide wire exit port. After 1-2 cm, the guide wire does not advance further. The guide wire was changed to a more stiff guide wire. The sheath was upsized to greater than 8.5f and the procedure was completed. Hemostasis was achieved with two pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3, d10: estimated date. The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.